Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The pump was slightly under delivering but within the published +/-6% specification. It was recommend that the expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.25% during testing. There was no patient involvement.